Event description:
While inside the pt and in the scope, the biopsy cup wouldn't close. Had difficulty. They had to cut to get the scope removed. According top the rep, this is the second time that this has happened to this facility. This involved two different doctors.